Event description:
It was reported that the patient presented post-leadless pacemaker implant procedure with wound dehiscence and exudate at the access site. The physician alleged that the thickness of the introducer during the implant procedure on (B)(6) 2023 contributed to both. No intervention was performed. The patient was in stable condition.